Event description:
During implantation, the rod bolt broke off inside the alta femoral rod. The surgeon drilled a drill bit into the proximal transverse screw hole and removed the rod with vice-grips. Another rod was used to complete the procedure without further incident. This event is being reported as a serious injury due to surgical delay.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be associated with the device but rather would be related to technique.